Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had chronically high impedance¿s and thresholds and it appeared to switch polarity. It was also noted that the patient had ¿twitching¿ around the implanted device and ventricular high rate episodes with what appeared to be non-physiologic short ventricular to ventricular intervals. The lead remains in use. No patient complications have been reported as a result of this event.